Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number.

Event description:
It was reported that an unknown biomet abutment screw fractured. The doctor indicated inflammation. Toot location 37.

Manufacturer narrative:
One unknown biomet screw was returned for investigation still attached to the abutment and crown. A visual inspection of the as returned product identified a fractured screw on the threads. The alleged malfunction has been confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured and resulted in the implant being removed and that due to the event the patient suffered bone loss, healing delay and pain. Patient was rescheduled for new screw and new implant placement.